Event description:
The customer reported that the ac power module was failing to charge the battery and the system failed to power up. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module was failing to charge the battery and the system failed to power up. No adverse pt impact was reported. The unit was evaluated locally and the failure was verified. The ac power module was replaced which resolved the failure. As of (B)(6) 2010, there have been no further reports of this issue from this customer site.